Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not reveal any issues. Functional testing, clear passage testing and pressure testing was performed; all tests met specification, the set primed and flowed normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set was unable to be primed. Priming was later achieved after applying a small amount of pressure to the saline bag attached to the set. However, the set did not prime under normal conditions. There was no patient involvement. No additional information is available.